Manufacturer narrative:
Intuitive surgical, inc. (Isi) advanced failure analysis confirmed initial findings. The instrument had additional brown areas on the yaw pulley indicating a possible thermal damage. The failed continuity test was investigated, and it was noted that the conductor wire under question broke when attempted to be stripped. The location of the break was close to the distal clevis, and the wire appeared to be "stretched out" before it broke.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted prostatectomy-radical w/ lymphadenectomy surgical procedure, the fenestrated bipolar forceps instrument had a broken cable. The procedure was completed with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken grip cable at the idler pulleys. The cable was fully broken. There was no evidence of discoloration, corrosion, or contamination on the cables to indicate a reprocessing induced issue. The components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking. Additionally, the instrument was found to have charring and/or localized melting on the outer surface of one bipolar yaw pulley at the base of the grip. Asa result of the damage, a section of the active electrode (grip) is exposed that would not normally be exposed. The instrument failed the electrical continuity test. A review of the procedure logs indicated that a monopolar instrument was used during this case. The instrument failed the electrical continuity test, indicating an interrupted electrical pathway between the instrument pins and grip tips. The continuity test was performed on each grip and current flow was not detected across one grip tip. There is no obvious damage to the conductor wires. The complaint was confirmed by failure analysis.